Event description:
On 10/15/2021, infutronix received a report from a healthcare facility that the pump was configured incorrectly. The reporter indicated that the pump had an incorrect library configuration. No patient was involved in the reported event. Device was returned for evaluation.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device.the pump was investigated for an incorrect configuration issue. The reported issue was confirmed. The issue was discovered by the end user before the pump was used in the field. Pump was returned before any patient involvement.infutronix reviewed the configuration and shipping records which confirmed that the pump was downloaded with an incorrect and unreleased version of the customer's library configuration.a CAPA has been opened in order to fully investigate and address the root cause of the reported event.